Manufacturer narrative:
The reported event of a pacing anomaly was not confirmed. The pacer was received in normal working conditions, with battery voltage above elective replacement level and with a cautery mark on the can. Electrical and mechanical tests were performed, including output verification under field settings, did not find any pacing anomaly and the device exhibited normal characteristics throughout the tests. Additionally, visual inspection of the header and connectors found no contaminants or foreign material that could have contributed to the reported complaint. The pacing anomaly observed on the field is consistent with exposing the device to electrocautery. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, a loss of pacing was observed on the device when the right ventricular lead was inserted into the device header. A different device was implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.